Event description:
(B)(4). I get regular really sharp pelvic pain that from a scale of 1-10 it would be a 10+ lost of energy I'm always tired even though I push myself to go out and have a like I really do not enjoy what I'm doing cause I'm always tired out of energy I've always been very energetic person now I don't feel doing anything because I always wake up with headaches that won't go away for hours I hate taking any medication now I have to take tylenol to get rid of those headaches, I also feel numbness on my right leg and sometimes my finger and I feel something weir on my left middle finger sort of numbness and pain like if I had a pull muscle I have been working out for about 4 years already and I can't get rid of my bloated belly which is very unpleasant to have specially when I'm on my period I look almost pregnant , constant metal taste in my mouth that won't go away even with mouth wash